Manufacturer narrative:
Product event summary #evaluation determined that standard investigation is needed because overdischarge, and programmer was not responding to the implant are allegations of a device failure, which suggests a possible failure of a device, labeling or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. A new formal investigation is not needed because there is an existing formal investigation for an issue similar to the one identified in this event, and another investigation is not needed; reference formal investigation record (B)(4)- CAPA monitor - overdischarged batteries c/pas 1306. The issue was determined to be similar because the event information met the inclusion criteria for the existing formal investigation; the supporting event information includes the report of an overdischarge is associated with this specific formal investigation. Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that an overdischarge (od) was suspected. The programmer was not responding to the implant. The patient had not charged in 6 months. The patient was redirected to her physician. Additional information was received from the patient on (B)(6) 2015 reporting poor communication with a poor communication screen on the patient programmer. Communication was not possible with the patient programmer or recharger, and the patient had not felt stimulation since (B)(6) of 2014. The last successful charging session was also in 2014. The reason for this was that the patient was hospitalized due to being very sick and was unable to eat, requiring a feeding tube. The patient let the implant die because they were not able to take care of themselves, and they have not been able to charge it since. An appointment with their health care provider (hcp) was scheduled for (B)(6) 2015. The related medical history included radicular pain syndrome (radiculopathies) and spinal pain. The patient reported additional information on 2015-10-23, reiterating that they had been extremely sick directly after the implant for the spinal cord stimulation (scs), which led to hospitalization. They had been in several nursing homes without the scs equipment, so they could not charge. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Corrective MDR submitted to provide initial reporter information.